Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would resulted in this event. The reported patient effect of death as listed in the mitraclip g4 system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported death could not be determined in this complaint. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
This is being conservatively filed to report the patient death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted without issue, reducing mr to 1-2. Subsequent control transthoracic echocardiogram (tte) had confirmed both clips were stable on the leaflets and mr was mild. Less than 24 hours post procedure the patient experienced cardiac death. Reportedly, the physician suspects the patient died due to pre-existing, hidden amyloidosis possibly accelerated due to the mitraclip. No additional information was provided.